Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient had been transferred from a local hospital for further evaluation after the administration of a heparin drip due to complaints of black urine, increased pump power and decreased pi levels. At the time the patient was admitted due to these clinical symptoms, a trans-esophageal echocardiogram (tee) performed by the hospital showed the outflow arm was pointing toward the back creating significant angulation with the outflow graft. The hospital made a decision to exchange the lvad with another lvad due suspected thrombosis. Upon device explant, a small thrombus formation was reportedly observed at the inflow stator. During the pump exchange procedure, the surgeon extended the outflow graft with a graft-to-graft anastomosis and a new bend relief was securely placed. A post-op tee reportedly showed a better angle of the inflow cannula and fair right ventricle function. Other historical information provided to the manufacturer regarding the patient indicated that an abdominal x-ray taken by the hospital approximately one moth post implantation of the lvad showed a disconnected bend relief from the outflow graft. A repeat abdominal x-ray three months later had reportedly indicated no change in the disconnected bend relief. These reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers.

Manufacturer narrative:
The pump was successfully exchanged and the patient continues on lvad support with no further issue reported. Reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (2916596-2/24/12-001-c) was sent to customers. The attached user facility report # (B)(4) was received from the (B)(4) registry. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.